Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator for unknown indication for use. It was reported that on (B)(6) 2017 the patient had been feeling like she had a urinary tract infection (uti) since the evaluation started on (B)(6) 2017. The program was changed from p1 to p2. The issue was not resolved at the time of the report. The patient status at the time of the report was alive- no injury. It was unknown if surgical intervention occurred, but it was noted the product was implanted and remained in service. The patient¿s medical history was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.